Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was returned and analysis was performed no additional findings were confirmed, helix mechanism couldn't be tested due to dried blood on the helix. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to helix extension issues during a reposition attempt as the lead exhibited threshold issues. Reasonable evidence suggests that this lead exhibited a additional malfunction. No additional adverse patient effects were reported.